Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav which stopped irrigating during use on the patient. During the procedure, it was noticed that the pentaray nav stopped being irrigated. It was not possible to unclog irrigation with the aid of a syringe, thus the catheter had to be replaced. There was no patient consequence. Additional information received indicated the irrigation issue was suspected from the catheter. The issue was not noticed before use on the patient. A pressure infusion bag was used, not a pump. The problem was discovered when the catheter was removed from the patient and the catheter was not irrigating, even with high pressure in the bag. The physician attempted to clear the obstruction with a syringe directly at the catheter's irrigation connection, but the syringe plunger didn't move. The pressure bag didn't lose pressure throughout the procedure.